Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the 8 french navarre opti-drain multi-use drainage catheters products that are cleared in the us. The product classification code for the8 french navarre opti-drain multi-use drainage catheters product is identified. The lot number for the malfunction was provided and a lot history review will be performed. The device has not been returned for evaluation, therefore, the investigation is inconclusive for fracture and fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nod8lpt chronic catheter allegedly experienced fracture and fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The weight of the (B)(6) male is (B)(6).